Event description:
The customer reported they are receiving battery charger failure errors on the c-arm display. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the battery packs. The system operates as intended.